Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-jan-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the customer was having low pressure issue and 710 z-1 axis error. The fse checked the sample loop. The fse also cleaned and lubricated the lead screw for sample needle. The customer ran quality control and patient samples. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for low pressure and the valve line #4 was leaking was the sample loop was not seated.

Event description:
On (B)(6) 2016, a customer reported low pressure and the valve line #4 was leaking on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.